Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device evaluated by MFR: remains inside the patient.

Event description:
During hip osteosynthesis surgery, the 3 x 285mm kirschener nail remained inside the femoral canal and it was not possible to remove it, which is why it remains inside the patient. Additional information: part number 18060050 is inside the patient and it is not broken. The k-wire remains inside the patient's bone. The gamma3 ti nail was implanted according to the technique that appears in the catalog and the surgeon always performs but this was the first time this problem happened. The event occurred during primary surgery which led to 40 minutes delay without any patient impact. Doctor decide to finish the surgery with 18060050 inside. Doctor tried to remove it at the time of the surgery without success. By the end he decided to keep it inside the bone and he mentioned he believes it would affect the patient.